Event description:
The following was reported: "we have a request from prof. To revise the distal femoral component and all rebushing components. Surgery date: (B)(6) 2025. Prof. Has not informed us about the reason for revision. A proximal tibial replacement with mk4 smile rotating hinge knee was implanted. Left side."

Manufacturer narrative:
The following devices were also listed in this report: device name# smiles knee bushes standard; cat#smbsh02; lot#b3863. Device name# smiles knee bumpers standard; cat#smbpr02; lot#b3963. Device name# short tibial bearing mk4 - std; cat#smmltb02; lot#b3923. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.